Manufacturer narrative:
Correction made to fields g1-2: establishment name. Address. Items returned for evaluation: -delivery system (pusher). -web implant. -via 17 microcatheter. Items not returned for evaluation: -introducer. -dispenser hoop. -controller. The visual analysis of the returned items found the implant to be separated from delivery system. The web implant was found stuck inside the microcatheter (note: the web implant was retrieved from the microcatheter during the investigation prior to an image being taken). Upon inspection, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 3.5 ± 0.4, height(mm)= 2.0 ± 0.3). The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the heater coil winding damage. The returned via 17 microcatheter was found kinked at 84cm from strain relief. The investigation of the returned web system found the implant separated from the delivery system within the returned microcatheter, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the implant tether and heater coil pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned microcatheter was found kinked at 84cm from the strain relief, which may have caused or contributed to the implant detaching within the microcatheter during retrieval.

Event description:
See h11 for investigation results and corrections.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies difficult or delayed detachment as potential complications associated with use of the device.

Event description:
As reported, after proper device preparation and electrical pre-testing, a web sl aneurysm embolization system was successfully positioned in an acutely ruptured aneurysm. When detachment was attempted, the device would not detach. Normal detachment options were tried but the web intravascular embolization implant could not be detached. Multiple detachment controllers of the same lot were tried. When the web intravascular embolization implant was being retrieved it detached inside the microcatheter.